Event description:
The intermediate splint did not bring the mandible into planned occlusion. Revision surgery will be needed.

Event description:
The intermediate splint was placed in the patient after the mandible was cut. However, the mandible was not moved to planned final position.

Manufacturer narrative:
Investigation ongoing; rc unknown.